Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml, the device experienced poor separator movement. This event occurred 82 times. The following information was provided by the initial reporter. The customer stated: unable to recover the pbmc layer because blood does not fuse through the gel, then we end up harvesting plasma only.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml, the device experienced poor separator movement. This event occurred 82 times. The following information was provided by the initial reporter. The customer stated: unable to recover the pbmc layer because blood does not fuse through the gel, then we end up harvesting plasma only.